Event description:
General report received of an unspecified number or undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified volumes of unspecified solutions at kvo rates. The secondary tubing sets were connected to the primary tubing sets and were being used for piggyback deliveries of unspecified antibiotics at an approximate rate of 100ml/hr. The customer contact reported that the secondary solution containers were raised higher than the primary solution containers. After unspecified lengths of time in use, while the secondary solutions were delivering, it was reported that the primary solutions were also delivering. Once the concurrent flows were noted, the nurses clamped the primary tubing sets and the secondary solutions were delivered. After the completion of the secondary solutions, the nurses unclamped the primary tubing sets. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.